Event description:
This report is based on information provided by a philips customer care representative and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charging port was not working. Multiple requests for additional information regarding this incident, including request for clarification of patient involvement, harm or impact, have been sent and no response was received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by a philips customer care representative and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charging port was not working. The device use at the time of the event was unknown, there was no reported patient involvement, therefore no health consequences or impact.